Manufacturer narrative:
Concomitant product : a 4968-60 lead, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high threshold. The lead remains in use. It was also reported that the device was not pacing at the expected magnet rate; the physician stated it was pacing higher. The physician was investigating the device issue further and it remains in use. No patient complications have been reported as a result of this event.